Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the phacoemulsification was not working once unit had primed and a system advisory displayed during surgery. Attempts were made to change out the cassette, phaco handpiece and tips, and reboot the system. Ultimately, the system was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The company service representative examined the system was not able to replicate the reported event. Unrelated to the reported event, the company service representative noted that the site had a faulty cassette that caused sm [fms calibration failed] to display during testing. The system was then tested and met product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).